Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that experienced hyperglycemia. Customer's blood glucose level was 525 mg/dl. Customer treated with bolus. Customer reported that the cannula was bent. Customer had no any issues with tape not adhering, no used any soaps, gels or lotions prior to inserting infusion set. The insulin pump will not be returned for analysis.